Manufacturer narrative:
Concomitant medical products: 305u225 tissue valve implanted: (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department with syncope. Review of device data indicated possible right atrial (ra) lead undersensing causing inappropriate atrial pacing. It was also noted that there was suspected right ventricular (rv) undersensing which led to possibly delaying detection and therapy. The ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that an additional remote transmission was performed a couple weeks later. No action or intervention was pe rformed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.